Event description:
No additional information.

Manufacturer narrative:
Correction- cancel MDR complaint reviewed and it was determined that the incorrect manufacturing plant had been selected in the initial MDR. Cancel this MDR. A new MDR with the correct manufacturing plant has been filed under MFR report number 1710034-2026-00168.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After attempted placement, a hole was seen in the catheter describe patient /(hcp) / user impact patient was stuck again for IV access other comments: catheter was discarded the hole was in the catheter. The patient had to be stuck twice due to the hole in the catheter.